Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a brownish particle inside of its tubing. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 18, 2014 to september 19, 2014. Evaluation summary: the device was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection identified a brown particle in the tubing. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.